Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiiate that the 355sd blade does not activate. Another instrument was used to complete the case. There was no consequence to the pt.